Event description:
It was reported that the patient with this right ventricular (rv} lead complained that there was an issue with the lead or loose wire due to no capture when patient was in sitting position. The lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).